Manufacturer narrative:
Citation: gillinov la, salna mp, cannon bj, lawrence km, desai nd. Temperature-triggered nitinol manipulation for explantation of se lf-expanding transcatheter aortic valves: a case report. J cardiothorac surg. Published online april 15, 2026. Doi:10.1186/s13019-026-04030-y earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who had undergone transcatheter aortic valve replacement (tavr) with a medtronic 26 mm e volut pro valve. Shortly thereafter, the patient developed dyspnea and fatigue, prompting the detection of moderate paravalvular leak (pvl), which was treated with balloon dilation and medical therapy. Approximately three years later, the patient re-presented with worsening symptoms (dyspnea, fatigue, chest pain, dizziness), and the evolut pro was found to have stenosis with increased gradients (peak/mean of 59/35 mmhg), extensive calcification, and moderate pvl. The authors subsequently performed surgery in which the evolut pro was explanted and replaced with a 23 mm surgical bioprosthesis. As recounted, the surgery and the patient¿s post-operative course were both uneventful.